Event description:
The ortho summit sample handling sys instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) found a bent collet in position #1. Fse replaced collet and performed splld and user check. All testing passed. The instrument was tested without further problem and returned to expected operation.